Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) with a two-diopter hyperopic unexpected postoperative outcome. Additional information was requested.